Event description:
It was reported that the device was unable to be interrogated with radiofrequency (rf) telemetry. No intervention has been performed, the device remains implanted. The patient was stable.